Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a perforation occurred resulting in pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. During the sheath exchange, it was noted that the unspecified wire was in the laa briefly. The wire was removed and they exchanged the sheath for the watchman(tm) access system (was). They had an unknown pigtail catheter within the was in the laa contrast was injected. The pigtail was removed and they were preparing to insert the watchman(tm) laa closure device and delivery system into the was; however, they were not getting good blood return on the was, so they pulled it back. They then noticed that the patient's blood pressure dropped and a pericardial effusion with tamponade was noted. Pericardiocentesis was performed. The patient was stabilized and taken to the intensive care unit. The patient became unstable again, so they performed surgery to repair the laceration to the laa and the left ventricle which was believed to have occurred during the pericardiocentesis. The patient is currently doing well.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08428 and 2134265-2016-08429. It was further reported that an amplatz super stiff guidewire and impulse pigtail catheter were used during the procedure. Also, another laa closure procedure will be scheduled for a future time as the laa was not closed during surgery.